Manufacturer narrative:
(B)(4). Batch #unk. Per photographic evaluation: upon visual inspection of two photos attached on the one word document, the following was observed: the photos show tissue and same staples can be seen properly formed. Based on the photos reviewed, the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with three reloads presents. The reload (b, c & d) were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Reload b & c: tcr75 t5ew03 fully fire. Reload d: tcr75 t5dw39 fully fire. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a bowel procedure, the physician fired the tlc75 on the small bowel and made a transection. Once complete, he placed hemostat to hold small bowel and the staple line completely un-zipped. A second like device was used to complete the procedure. The procedure was delayed by ten minutes. There were no patient consequences reported. There is no additional information available at this time.